Event description:
Per the clinic, the patient developed an infection that could not be resolved. It was also reported that the receiver/stimulator had extruded through the skin resulting in the decision to explant the device. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).